Event description:
During a lap cholecystectomy procedure on the 4th firing the clip did not form when the jaws were closed onto the cystic duct. The cam also seemed a little weak. Another device was used to complete with no patient consequence. One device returning.